Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Also, device received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. Unable to verify keypad anomaly and perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. No moisture damage on the keypad traces or keypad dome switches noted. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and buttons were not responding. The customer¿s blood glucose level was 106 mg/dl at the time of the incident. Customer stated that the back button also not responding and customer was not able to scroll up or down on the utilities menu. Insulin pump was came back to the main screen, however keypad was still unresponsive. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.